Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone cal that they experienced low blood glucose level. The customer¿s blood glucose levels were 48 mg/dl and 200 mg/dl. The customer was treated with glucose tablets and with manual injections. The customer did not report any symptom related to low blood glucose level. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that the drive support cap appeared to be normal. The customer alleged the insulin pump for over delivering as they had low blood glucose. The insulin pump will not be returned for analysis.